Manufacturer narrative:
Additional information b5. Medtronic received additional information that there was no damage to the packaging (outer box, inner packaging or sterile barrier). No other devices in the same box/shipping container were damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event showed that the cardiotomy venous reservoir (cvr) was damaged, based on complaint history and risk an alysis, the chance of a cardiotomy venous reservoir (cvr) being damaged resulting in a death or serious injury if this product event were to recur, in this device or a similar device, is remote. Therefore, this event did not and does not meet the reporting require ments in 21 cfr 803. Correction d1 brand name correction d4 model catalog correction g3 PMA / 510(k) # medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-operative priming, the interface of the affinity nt oxygenator was observed to be damaged. The device was replaced. There was no patient involved.